Manufacturer narrative:
Additional information received. Distributor received and examined pump. After filling a cartridge, the load sequence was performed without out any issues. Pump history showed customer removed and installed the cartridge regularly on (B)(6) 2021 and multiple fill tubing alerts had occurred. Distributor concluded pump was in working condition.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill tubing step could not be completed during the loading sequence. Customer's blood glucose was 72 mg/dl. Customer reverted to using an alternate method of insulin therapy.